Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the input out of range at battery current tests; the analyzer was found out of electrical specification. It was noted the analyzer passed a system test; no low battery warning using a good battery. Concomitant medical devices: product ID: 2067 radio frequency head. (B)(4).

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.